Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported left side "rupture". The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ no complaint against the device: event is not applicable for analysis. None of the other observations performed during the device analysis (crease, non-penetrating nick and opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d1, d2, d4, d6a, d6b, g4, h4.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture". The explant status for the device is unknown.